Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device that the user said it was not working and controlling the water temperature accurately, event log shows 116 (patient temperature not changed), 045 (ac power lost), 003 (water reservoir low). They asked for case data but was not able to use a thumb drive or email info, so they asked them to do a calibration to see if it passes. Per follow up information received via phone on 12jun2024, customer states they recalibrated the device and returned it to service. It would not come in for evaluation.

Event description:
It was reported that biomed had a arctic sun device that the user said it was not working and controlling the water temperature accurately, event log shows 116 (patient temperature not changed), 045 (ac power lost) ,003 (water reservoir low). They asked for case data but was not able to use a thumb drive or email info, so they asked them to do a calibration to see if it passes. Per follow up information received via phone on 12jun2024, customer states they recalibrated the device and returned it to service. It would not come in for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. Complaint re-opened to update UDI information with all available information per gudid UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had a arctic sun device that the user said it was not working and controlling the water temperature accurately, event log shows 116 (patient temperature not changed), 045 (ac power lost), 003 (water reservoir low). They asked for case data but was not able to use a thumb drive or email info, so they asked them to do a calibration to see if it passes. Per follow up information received via phone on 12jun2024, customer states they recalibrated the device and returned it to service. It would not come in for evaluation.